Event description:
The patient reported that while he was out of town the plunger of the cartridge in his insulin infusion device got stuck on the piston rod. He stated this caused the entire cartridge of insulin to spill inside the device cartridge compartment. The patient said he dumped the insulin out, dried the compartment, and then dried it with a hair dryer. He stated he continued to use the device, but did notice condensation inside the cartridge compartment for the next 2 days. The patient stated he does have a backup infusion device, but chose to continue to use his primary device. The patient was educated on how to dry out the cartridge compartment, and advised to switch to his backup device until he receives a replacement device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.